Manufacturer narrative:
All three reported events are in the b braun complaint management system and are identified as internal report numbers (B)(4). This manufacturer report is being submitted for (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: d9 device returned to manufacturer. H4 device manufacturer date. Device history record (DHR): reviewed the DHR for batch 23l06ged41, there was no defect encountered during in process and final control inspection. Samples evaluation: received 5 samples of easypump ii lt 270-27-s-EU/sa: 4 samples were received in original packaging. The batch number on the printed primary packaging paper was 23l06ged41. 1 sample was received without original packaging. The batch number on the big bottom cap of the sample was 23l06ged41. Upon received, no solution was found in the sample and the sample was clamped. A medication label attached on the outer shell indicates that the sample was used to be filled with 5-fluorouracil. Its filling port was closed with discofix cap, whereas its patient connector was closed with a cannula hub with protective cap. Investigation results: the flow rate report of affected batch 23l06ged41 was reviewed. Results: for final control flow rate (after eto) report, the average flow rate deviation from the nominal flow rate was between 1.47% and 8.81%. The cannula hub was removed, and the used sample was weighed at 77.84g. The average weight of an unfilled easypump ii for this article is 75g and the retained volume should be 8ml. Therefore, the pump is emptied upon receiving. The used sample was decontaminated and sent for flow rate test. The flow rate deviation from nominal flow rate was 3.23%. The flow rate of received sample was within the specification ±15% deviation from nominal flow rate. The 4 reference samples were also removed from its original packaging for visual inspection. No abnormalities were observed. The samples were then sent for flow rate test. The flow rate deviation from nominal flow rate was all within the specification (±15% deviation), as in 6.03%; 4.62%; 3.39%; and 5.24%. There are some possibilities that to cause the fast flow rate to occur during application, such that one or combination factors are listed as below:- factor 1: temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 10 ml/hr to 11.8 ml/hr. Factor 2: folded outer shell (outer layer) folded outer shell (outer layer) will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. Factor 3 external pressure: external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Conclusion: the flow rate of received sample was within the specification. Besides, the flow rate of returned reference samples were all within specifications. Complaint is not confirmed.

Manufacturer narrative:
All three reported events are in the b braun complaint management system and are identified as internal report numbers (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: too fast delivery of the drug in three patient. In two cases the infusion was shortened by 6 hours (with a planned infusion of 22 hours), in the only case the infusion was shortened by 4 hours (with a planned infusion of 22 hours).